Event description:
Consumer stated "product overheated, wires exposed." No medical attention was required. Consumer stated she is going to throw the product out and purchase a new heating pad. Consumer wanted conair to know the product was faulty.